Event description:
It is reported that a customer had issues with their insulin pump not delivering insulin for a brief moment causing the customer to have high blood glucose at around 500 mg/dl. The customer stated that the issue was resolved with a complete infusion set change. The customer declined any assistance with trouble shooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.